Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver failed when tested if it will charge and will boot. No receiver log was available to view. The customer's complaint was undetermined for unexpected receiver shutdown because the receiver download could not be retrieved due to moisture damage

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.